Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indications for use were head/brain injury and intractable spasticity. It was reported that the patient was admitted to their facility about 2-3 days ago and was very unconscious, epileptic, and intubated. Per the healthcare provider according to the patient the pump has been alarming and they are worried there might be an issue with the pump. The healthcare provider would like to have a representative come and check on the pump. The healthcare provider was redirected to the national answering service to page a local rep for further assistance.